Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, it was noted that the stent struts were lifted up. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.